Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va0bus7 implanted: (B)(6) 2014 product type lead ubd: 2016-07-01, UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative indicating that no devices were replaced. The cause of the elevated impedances identified by the physician appeared to be a fracture in the lead just above the extension boot. No external, environmental, or patient factors were known to have contributed to the issue. Once the fracture was identified, the physician decided to stop the procedure and informed the patient that a new lead would be required instead of a new device. The device remains implanted, and this information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative stated the patient has been experiencing an impedance issue with longer charge times, though it is unknown when the problem began. The representative was notified about plans to perform a replacement and intends to troubleshoot the impedance issue. Tss reviewed components in the twist-lock screening cable kit and sent it to the rep. No other information was provided.